Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the insulation on this right atrial (ra) lead bunched while attempting to reconnect this lead during a revision procedure. Low out-of-range impedance measurements were confirmed via the pacing system analyzer (psa). All other lead integrity measurements were within normal limits. Due to patient anatomy, the physician elected to repair the lead with a sleeve and use it as is. The lead remains in service. No additional adverse patient effects were reported.